Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the luer connection on the sampling port required tools and fell as if it would break if an attempt was made to take it apart. There was no pt involvement. There was no delay to the surgery.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a f/u report when more info becomes available. (B)(4).